Event description:
It was reported that a user experienced pairing failure between a dexcom g7 continuous glucose monitor (cgm) and the ilet while the sensor was providing readings to the g7 mobile app and a paired smartwatch; the user disconnected the smartwatch and was advised to attempt pairing again, and no further assistance was needed. Symptoms included no reported adverse clinical effects, no alerts, and no alarms. Outcomes included no clinical impact and no hospitalization. User support included troubleshooting and education regarding device connectivity and bluetooth pairing behavior. Investigation of this case revealed that the sensor was functioning with other paired devices and that concurrent smartwatch connectivity likely interfered with the ilet pairing process, consistent with a connectivity conflict rather than a sensor or pump hardware malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user environment and external device interference affecting bluetooth connectivity.